Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that they could not open the jaws. There was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : 06/15/2016. One used lf5544 was received for evaluation. The customer reported that the jaws could not be opened. The jaws were not jammed shut. The jaws opened and closed normally when the handle was activated. Visual inspection found the clear insulation was detached from the device. The piece was not returned. The device failed hipot testing. The IFU states to prevent damage to the flexible insulation proximal to the jaws, confirm the handle is fully closed prior to insertion into and extraction from the cannula. Use the appropriately sized cannula to allow for easy insertion and extraction of the instrument. Failure to do so may impact the integrity of the flexible insulation. Cannulas with hard, non-beveled openings may cause the flexible insulation to retract, which may compromise the insulation. If retraction occurs, the instrument must be discarded. Do not attempt to clean the flexible insulation. Cleaning may damage insulation. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The device was returned and initial inspection discovered that the insulation was missing. The customer did not have any further details regarding the issue.